Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, lot#: unknown, product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown, ubd: unknown, UDI#: unknown . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence. The trial began on (B)(6) 2021. It was reported that the patient had only a green battery on her screen. The patient was assisted in turning on the programmer. When they went to the therapy app, it stated connection error, no device connected. The patient was advised to contact their clinician. Later that day, the patient called back to report that their lead had dislodged. On a third call that day, the patient reported being sick after the procedure and that their device was not working. No further complications were reported.